Event description:
It is reported that the pt had an infected incision wound with cellulitis and some erythema in the inferior portion of the wound and some drainage. She had a PICC line planned and was on IV of vancomycin in addition to oral cipro.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: surgical notes were provided which indicated two preparations with a chloraprep scrub of the surgical site. Pre-op antibiotic prophylaxis was not indicated. Post-op wound care instructions and pt adherence to instructions are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.